Manufacturer narrative:
The reported device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause of the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported, via the FDA's medsun program, that an issue with a 5f mini titanium vortex port detached bioflo catheter filled sh valved introducer occurred. The port was initially inserted for total parenteral nutrition (tpn) administration. However, tpn was no longer indicated, and an acquired line infection was discovered. The patient received antibiotics and port removal was indicated due to fevers and positive blood cultures. Patient had their smartport single lumen mini titanium port removed in the operating room. An x-ray obtained, the following day, showed a metal object in the patient's chest area. It was discovered thar the barrel which secures the catheter to the port, remains in the patient. The patient's medical team made the decision to leave the fragment in situ, as it does not pose a risk to the patient's health.

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. The root cause of the retention of the locking collar in the patient's port pocket is end user error in not removing all components of the port system during the port explant procedure. A device history record (DHR) review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records were reviewed for the packaging lot in question; no issues were observed. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications presence of infection, bacteremia, or septicemia. Warnings: the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Contamination of the device may lead to injury, illness or death of the patient. Precautions carefully read and follow all instructions prior to use. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interaction. Potential complications bacteremia. Catheter thrombosis. Death. Inflammation. Infection. Thromboembolism. Thrombophlebitis. Tunnel infection. Vascular thrombosis. Use and maintenance: after implantation or usage of the port, the system should be flushed and locked to clear infusates and/or blood components in order to maintain patenc8 a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).